Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was sent to the service center for evaluation. Service center evaluation summary: the reported failure was confirmed. The socket was replaced. Additionally error code 200-31 displayed due to the body of the rf board. Error code 200-14 also displayed indicating a faulty psu board. The psu board was replaced. All functional and electrical testing passed. Device is now functioning properly. Possible root cause for the defects found during service could be due to internal electrical component failure, however a specific root cause could not be determined. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with incidents related to the devices from this lot, however this serial number ((B)(4)) was not effected; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the vapr3 generator device had a loose outlet. During in-house engineering evaluation, it was determined that the device had an error code 200-31 displayed due to the body of the rf board. Error code 200-14 also displayed indicating a faulty psu board. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.